Event description:
Event description guidant received information that this pacemaker was implanted; however, on the same day a lead reposition procedure was needed due to a decrease in r wave measurements. During the lead reposition procedure it was noted that fluid was leaking from the header of the device. The field representative stated that there was a crack like leakage from the header located on the opposite side of the setscrews.